Event description:
Ous MDR - after an implantation duration of about 47 month, a ventricular loss of capture was reported. No adverse patient side effects have been reported.

Manufacturer narrative:
The lead was not returned for analysis. The analysis of the lead is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead revealing no anomalies. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the analysis of the lead and the pacemaker did not reveal any indication of a device malfunction. In particular the pacemaker was found to be fully functional. With regard to the issues as mentioned in the complaint description, the analysis of the pacemaker did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.